Event description:
It was reported that a 77 yo male patient, who had an initial gxl right hip implanted on (B)(6) 2017, had a painful right hip and was revised to a xle +5 lateralized liner and +3.5 adapter 36mm head, on (B)(6) 2022, approximately 4 years 10 months post the initial implant procedure. The patient was last known to be in stable condition following the event. The product is not returning - lawyer was waiting for the implants. No other patient information/medical history provided.

Manufacturer narrative:
: No device return anticipated. Lawyer for the patient retained the devices. Concomitant medical products: 170-36-03, 4705628 - biolox delta femoral head 36mm od, +3.5mm, 180-65-25, 4992326 - alteon 6.5mm screw, 25mm, 186-01-52, 4973508- integrip cc, cluster 52mm, g2, 188-01-07, 4896071 - wedge plasma x/o sz 7. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.